Event description:
It was reported through remote transmission that oversensing in the ventricular channel was observed. Programming changes were made. The patient was fine afterwards.

Manufacturer narrative:
(B)(4).